Event description:
It was reported that during an unknown procedure, there was continuous leakage of co2 from the trocars. Other devices were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer attempted to obtain a reading on her aviva meter, but received an error within device specification (e-1). Customer was feeling low blood sugar symptoms - sweaty and feeling clammy, and customer was on the floor. Customer's son gave her a glucagon shot and she ate 2 crackers. She felt better within a few minutes. Requested return of suspect device and replacement was sent.